Manufacturer narrative:
Customer returned 7 unopened wgprime25 from lot number 0000201325 for (B)(4). Using microscope visually checked files. No manufacturing defects or markings noted on file. Measured the files using tm-0061 on nikon 4 according to the specifications on 0170-sp-wgprime25-a. Nothing unusual to report was found during DHR review.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. This report is for the third device. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a doctor broke three waveone gold files during use. The broken pieces were not retrieved and were incorporated into the filling.